Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
A partial lead with the connector portion measuring 6.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Further information has been requested but not yet provided.

Event description:
Related manufacturer reference number: 2017865-2019-13168. It was reported the patient passed away in the hospital the day after implant. It was also reported the patient was stable after the implant procedure. The physician does not allege the device contributed to the patient's death but has requested device analysis. The cause of death is unavailable.